Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during the implant procedure, this right atrial (ra) lead could not be implanted due to helix extension difficulty. The helix did not extend despite greater than 30 turns of the fixation tool. The lead was tested on the table with similar results. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.